Manufacturer narrative:
An immucor employee at the customer site assessed the instrument test well images in question on (B)(6) 2016. The immucor laboratory tested retention product on 10nov2016, which performed as expected. The immucor laboratory also tested returned product from the customer site which performed as expected on 10nov2016. The immucor laboratory also tested a returned blood sample from the customer site on 09nov2016, which reacted positive as expected with a homozygous fyb antigen positive test well on the lot of antibody screen in question.

Event description:
On (B)(6) 2016, an immucor employee at a customer site reported an unexpected antibody screen outcome when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016.